Event description:
Information received by medtronic indicated that the customer reported, mobile phone was updated to version android 13 and then no longer compatible with minimed mobile app. Troubleshooting was performed and provided blue adapter which customer can use until app works again. No harm requiring medical intervention was reported. The customer will continue the use of the device and the it will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.